Manufacturer narrative:
Continuation of d10: product ID 97745. Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that they ¿suffered from intense physical pain.¿ the patient increased their stimulation intensity from 0.25 to 0.5 in an attempt to address the issue; however, their pain persisted. It was noted that it ¿could not be increased to 0.5 or higher¿ and additional troubleshooting options were requested. An attempt was made to check with the patient controller whether the patient¿s stimulation was on; however, the physician said they did not know much about it and could not confirm it. Although the patient was scheduled for a medical consultation at the hospital on (B)(6) 2024 the patient did not see the doctor on that date and their next scheduled date was asked, but unknown. The patient also reported that ¿either the stimulator or the recharger was getting hot¿ when charging the stimulator. It was unknown whether any external factors may have led or contributed to the issue. The issues remained unresolved at the time of report. The cause of the heating sensation and the patient¿s pain were asked but could not be obtained. No further complicationswere reported or anticipated.